Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise that was being oversensed on the right ventricular (rv) channel. It was also noted that the sensing values and impedances have decrease. At implant the sensing value was 13mv and pacing impedance measured 600 ohms and now sensing value is 7mv and pacing impedances is 484 ohms. The episodes occurred all on the same day and happened in the middle of the night. The patient did not have any surgical procedures at the time of the event. Boston scientific technical services discussed programming options and possible causes. Additional information was received that indicated that this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.